Event description:
It was reported that during a procedure, pneumothorax was observed while attempting to implant the right ventricular (rv) lead. The physician suspected the pneumothorax was due to multiple attempts required to introduce the rv lead into the subclavian due to the anatomy of the patient. The rv lead was not implanted and a replacement lead was implanted via the right side. Following the procedure, the patient was admitted in the intensive care unit and the pneumothorax was reabsorbed in response to oxygen received. The patient was in stable condition.